Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.